Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. Visual inspection of the actual sample found that the distal tip section had been damaged. Magnifying inspection of the actual sample obtained the following results: (1) the inner layer on the distal end had been stretched and slacked. (2) the distal tip section was chipped off partially approximately 1mm in circumferential direction. (3) multiple cracks were observed on the distal tip section. (4) a part of the distal tip section was bent circumferentially. (5) a bulging shape was observed in the vicinity of the distal tip section. Electron microscopic inspection of the actual sample obtained the following results: (1) multiple scratches were observed on the surface of the tip. (2) a ripped shape was observed at the chipped point of the distal tip section. The outer and inner diameter of the actual sample were measured and confirmed to meet the factory's control standard. Review of the manufacturing record and the product-release judgement record of the involved product/lot# confirmed that there were not any indications of anomaly in them. A search of the complaint file did not find any other similar report with the involved product/lot# combination from other facilities. Based on the results of the investigation, it was presumed that this case was caused by the following mechanism. From the multiple scratches occurred near the fracture, it was likely that the actual sample was exposed to a hard object such as a calcified lesion during use. From the stretched and slacked inner layer on the distal end and the bulged part in the vicinity of the distal tip section, it was likely that the balloon in an insufficiently deflated state was retracted into the catheter and starting from the scratches the distal tip section was cracked. During subsequent balloon withdrawal, it was likely that a part of the cracked distal tip section was entrapped or was unable to withstand the pulling load, which resulted that it was chipped off. IFU states: "when removing a balloon through the guiding catheter, make sure to deflate it completely. Removal of an incompletely deflated balloon may clog the guiding catheter tip and may result in damage of the tip due to the thinness of the slenguide catheter wall." (B)(4).

Event description:
The user facility reported that the r2p slenguide product was used from radial to treat stenosis in iliac. Balloon, drug coated balloon (dcb) was used, and after the final angiogram when the product was removed, they found the tip of outer shaft was broken. The procedure outcome was not reported. The patient was not harmed.